Event description:
Allegedly, patient had hip arthroplasty surgery on 2016 with prosthesis from microport profemur e modular neck, left hip, on (B)(6) 2023, was admitted to the emergency room after noticing a snap and functional impotence, on october 9 he underwent surgery after the rupture of the left modular profemur e left and a prosthesis change was made.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.